Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: suture - silk - nonabsorbable. Vicryl rapide - code vr214 - absorbable. Other foreign body -unk -not identifiable. Conclusion: vicryl rapide suture is absorbed by hydrolysis. Studies conclude that the device absorption is essentially complete within 45 days. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a pt presented with inflammation at the surgical site more than 2.5 yrs following the initial procedure. Foreign matter measuring less than 2mm diameter was removed. Surgeon cannot determine if the matter is suture or other material.